Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During ligating a polyp, two subject devices were used. Then, the respective loop of the subject devices could not be released. No patient injury was reported. No further information was provided. This is the second one of two reports.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00220 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. The exact cause could not be conclusively determined, because the subject device was not returned. However, based on the subject device and the similar cases in the past, it was known that the user might be unable to release the loop because the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the subject device warns; *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. Cross reference MFR. Report number: 8010047-2017-00219